Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that foreign material was found to be in the catheter tip upon removal of the catheter after a cardiac ablation procedure. The patient was in sinus rhythm upon arrival to the procedure. The patient successfully had a pulmonary vein isolation (pvi), wide area circumferential ablation (waca), cavotricuspid isthmus (cti), mitral, roof line, inferior line, posterior wall ablations done, as well as a touch up to a cti line done a few months prior. It was noted that there was no material in the catheter tip whenthe catheter was removed from the right atrium for transeptal procedure, so the catheter was prepped a second time prior to insertion back into the patient and advanced into the left atrium for mapping, followed by the right atrium for mapping. No ablations were done while the catheter was in the body for the second time. It is unknown where the material originated from, but it was reported that the catheter had been in the left atrium, right atrium, inferior vena cava, and femoral vein. The physician thought he removed the catheter while exposed outside of the sheath, as he did not remember withdrawing the catheter into the sheath, and then removing the sheath. It was noted that a clear, pinkish, jelly-like substance was adhered to the lattice tip, covering about 1/8th of the lattice tip. There was no impact to the procedure, as this was noticed upon catheter removal at the end of the procedure. The outcome of this case is unknown. No patient complications have been reported as a result of this event.